Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: two sharp broken on posterior, missing shell and delamination orientation dot. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive. A delamination partial of the orientation dot. (Adhesive failure)

Event description:
Physician reports rupture on right side. The device has been explanted.

Event description:
Physician reports rupture on right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.